Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator changeout procedure for normal battery depletion. Upon interrogation, it was noted that the implantable cardioverter defibrillator (ICD) was in vvi mode and the right atrial lead was previously deactivated. The right atrial lead exhibited low pacing impedance and the physician alleged an insulation anomaly. The physician capped the right atrial lead during procedure on (B)(6) 2019 and electively implanted a single chamber ICD. The patient exhibited no adverse consequences.